Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the follow up visit, the clinic was unable to establish telemetry connection between the subcutaneous implantable cardioverter defibrillator (s-ICD) and the programmer. It was noted that over the last two years telemetry connection has been difficult to obtain, but ultimately they have always been successful until now. Currently there were no tones heard from the device. A magnet reset was performed with no success at obtaining telemetry connection. The patient has not undergone an MRI within the last six years and the x-ray did not show any movement of the device since implant. A revision procedure occurred a few days later where the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Engineers confirmed that the device had no telemetry and did not respond to magnet application. Visual inspection revealed that a crack in the front of the case that ran toward the header was present. It was determined that no therapy was available. Analysis revealed evidence of cyclic fatigue that caused a crack in the device case near the header, which resulted in a loss of hermeticity and allowed body fluid to enter the device case.

Event description:
It was reported that during the follow up visit, the clinic was unable to establish telemetry connection between the subcutaneous implantable cardioverter defibrillator (s-ICD) and the programmer. It was noted that over the last two years telemetry connection has been difficult to obtain, but ultimately they have always been successful until now. Currently there were no tones heard from the device. A magnet reset was performed with no success at obtaining telemetry connection. The patient has not undergone an MRI within the last six years and the x-ray did not show any movement of the device since implant. A revision procedure occurred a few days later where the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.